Event description:
The customer called and reported she was experiencing discrepancies between sensor readings and blood glucose. Her blood glucose was 38 mg/dl, but the sensor readings were between 210 and 255 mg/dl. Customer treated for low blood glucose with orange juice and tablets. Insertion and calibration techniques were discussed. The sensor will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.